Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the image was output intermittently due to the damaged connector part of the sdi cable used. The instructions for use have the following precautions when installing or connecting the device which can prevent the event: " do not connect other than the dedicated cable. Connecting a cable other than the dedicated cable may not only cause the device to function improperly, but may also cause damage. All cables must be connected accurately and completely. If screws are provided on the connector, tighten them securely. If you use the device with an incomplete connection, not only will the device not function correctly, but there is a risk of it being damaged. Do not sharply bend, pull, twist, or crush the cable. Otherwise, the cable may be damaged. Do not apply force to the connector. The connector may be damaged." As a result, the damaged sdi cable was likely caused by user handling.

Manufacturer narrative:
The customer informed an olympus field service engineer (fse) of the event. The fse found 2 olympus terminated sdi cables with broken/torn insulation. The fse replaced the sdi connectors. The equipment was repaired and verified according to the original equipment manufacturer's instructions. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the evis exera iii video system center had intermittent image loss when using a cautery unit. No patient impact was reported for this event.